Event description:
While the device was ventilating pt, the device shut down, no alarm was posted, the display went blank and then had a black bar through it. The initial reporter stated that the ventilator stopped functioning. No pt injury.